Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin. Tandem customer technical support educated the customer to always use room temperature insulin. There was no adverse impact to the customer's blood glucose level. To address the occlusion issues, the customer decreased bolus amounts and used an extended bolus to slowly administer insulin, successfully resuming insulin therapy. The customer continued to use current pump for insulin therapy.